Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip satelec insert 3 broke during use. No injury occurred.

Manufacturer narrative:
A start-x tip satelec insert 3 is broken in the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for further evaluation. Nothing unusual to report was found during DHR review (batch #1859765). We cannot rule on the compliance of the power settings selected by the customer in comparison with the ones recommended by maillefer because the model of satelec scaler used is unknown. Root causes are not identified. We will track this kind of event and monitor the trend. Generally speaking, several other factors may contribute to breakage issue, such as usury, pressure or incorrect technique. All of these factors may affect the longevity of the tip. For information, we noted that the returned device had a worn active part. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.